Manufacturer narrative:
(B)(4). Investigation results: one flexiva 550 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. Visual examination of the fiber face within the sma connector under magnification revealed a debris on the fiber face and that only a small amount of light is coming through. This would cause the device to emit insufficient energy transmission during ablation thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this manufacturer report pertains to the one of two devices used in the same procedure. Refer to the associated manufacturer report 3005099803-2018-00281 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two flexiva 550 laser fibers were used in a procedure performed on (B)(6) 2017. Reportedly, the laser unit used was an auriga xl laser console and it was unknown if the laser console has been rfid modified to be used with flexiva laser fibers. According to the complainant, during preparation and outside the patient, the laser fiber stopped firing energy after 10 to 15 minutes of use. A second flexiva 550 laser fiber was used and the same thing happened. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that there were debris on the fiber face within the sma connector.